Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the user interface (ui) assembly, which resolved the reported issue. Physio observed the device continuously resets itself. Physio replaced the system pcb assembly which resolved the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further examined the removed user interface (ui) assembly and confirmed that it was the cause of the reported white screen issue; however, the reported issue was not duplicated and further component level cause could not be determined. Physio-control further examined the removed system pcb assembly and confirmed that it was the cause of the reset issue. The issue was duplicated however further component level cause could not be determined.